Manufacturer narrative:
(B)(4). The neurostimulator has been returned to the manufacturer for analysis. A follow up report will be sent when the analysis is complete.

Event description:
The health care professional was unable to insert the tined lead into a new neurostimulator. The lead would not fit into any port a second neurostimulator was used and the lead was inserted with difficulty. The full implant was completed. There was no pt injury. Additional information has been requested, a follow-up report will be sent if additional information becomes available.